Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial #unknown); sigadaptshort, sig power sigadaptshort lin short adap, (serial #unknown); sigpshell, sig power sigpshell control shell, (lot #unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, from before it was opened, the jaw was closed. It was opened and connected to the powered stapler, and when the checking of the jaw opening and closing was performed, the jaw did not open. Another new reload was replaced to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident found that the the reload was returned with the jaws closed and the I-beam was advanced.